Event description:
The user facility reported that they encountered purge system blocked, and the patient having a bleeding, atrial fibrillation (afib) and tamponade during impella 5.5 support. During support, the patient had a tamponade event due to bleeding and oozing. The following day, heparin was stopped due to bleeding and increased chest tube output. Additionally, the patient encountered atrial fibrillation and the team managed the rhythm. Finally, a "purge system blocked" alarm was encountered and the team made the decision to remove the device that same day. Device was successfully removed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction e4 the investigation of the reported failure mode has been completed. The impella device was returned for investigation major bleed/cardiac tamponade: the cause of the injury was not determined due to insufficient clinical details. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Purge system blocked: the pump was returned cut therefore product testing was limited. Biomaterial was observed in the purge gap. The data logs show a gradual rise in purge pressure for about an hour before alarms were triggered. There were no motor current spikes outside p-level changes before purge pressure rise. The high purge pressure was sustained till explant. The cause of the purge system blocked was due to biomaterial build up. Device history review: the device passed all the post sterile inspection checks.